Event description:
One of the composite hooks on a universal sling bar broke during transfer of a pt. Pt fell back onto bed. No injury alleged.

Manufacturer narrative:
Broken sling bar will be returned to manufacturer for analysis. Supplementary report will be submitted once the investigation is complete.